Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. Patient described the area as chaffed and bruised, and has bled periodically. There was no alleged device malfunction contributing to the irritation. The patient¿s physician advised the patient to ask for a zoll field representative to visit the patient to adjust garment to alleviate rash. Follow up indicated that the rash improved.